Manufacturer narrative:
(B)(4) follow up for device evaluation. T was reported that black, debris-like particles were found adhering to the tip of the device. To support the investigation, one sample without a packaging blister was received for evaluation by the quality team. A visual inspection revealed that the syringe barrel contained embedded dark-colored specks, while no other defects or imperfections were observed. This type of embedded degraded resin typically occurs during startup or intermittently throughout the injection molding process. The degraded resin can break loose and become incorporated into molded components. A review of the device history record for material number 302830, lot 3209669, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported symptom has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: this is a complaint about black debris-like particles found to be adhering to the tip, end point of the syringe before use. There is a black, dusty substance attached to the tip of the syringe.